Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 2, 2020. Additional information was received with the receipt of the device. The explant date has been updated to (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on october 9, 2020. Device evaluation summary: during visual evaluation of the sample no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage caused by valve delamination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. When the device was explanted, bilateral prosthesis replacement with 475cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prosthesis experienced spontaneous left sided deflation post procedure. As a result, and explant was performed on (B)(6) 2020.